Event description:
It was reported that the catheter had come out of the intrathecal space a little. There were no associated symptoms described, no known interventions performed, and no event outcome reported. In addition, no device, patient, or drug information was provided. Further follow-up was requested to obtain additional information.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).